Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 7088186, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient experienced a personality change one day after the dbs implant procedure. Therefore, the patient was hospitalized and began rehabilitation. The event was reported as serious with a possible relationship to the procedure. The patient was in the process of recovering.